Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported the customer went to the emergency room (ER) due to an elevated blood glucose (bg) level of 368 mg/dl; due to a basal rate setting that was too low. Reportedly, customer attempted to self-treat via manual dose injection, and adjusting basal rate setting. Customer did not receive any treatment at the emergency room (ER). Customer was released with issue resolved. Systems check with tandem technical support confirmed the pump is functioning as intended.